Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the c-53 error as the integrated electrosurgical unit (iesu) was powered on and would not go away. Therefore, the fse replaced the erbe generator unit. The system was tested and verified as ready for use. Isi received the iesu unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported failure (problem with generator c-34 error). The unit was placed on an in-house system and was run in normal mode. The unit will be returned to OEM for repair. A procedure log review was performed. Per the review, the following was confirmed: a general surgery procedure was performed on system sk3787 on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted after the start of the procedure due to a non-recoverable error. Furthermore, the field service engineer and failure analysis were able to reproduce the error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer stated that there was a c-53 error on the erbe. Prior to calling, the customer had power cycled the erbe, replaced the green monopolar energy cable with a new cable, and replaced the instrument with no change. The c-53 error was seen in the logs. The technical support engineer (tse) asked the customer to move the green monopolar cable from the top to the bottom output connector on the erbe which the customer performed with no change. The customer was to swap out the vision side cart (vsc) to proceed with the case and moved to end call. The procedure was converted to another da vinci vsc with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.